Event description:
During an in-clinic follow-up, episodes of inappropriate shock due to a supraventricular tachycardia incorrectly interpreted as ventricular tachycardia. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.